Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent called and reported that the customer's insulin pump was over delivering insulin. The customer¿s blood glucose level was 88 mg/dl at the time of the incident, and 110 mg/dl at the time of the call. The caller also reported the customer had low blood glucose levels. The customer used glucose tablets to treat the low. The reservoir had more insulin than the pump was showing. Troubleshooting was completed but did not resolve the issue. The caller also mentioned that the pump had shortened battery life and failed battery alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08690 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. No battery or power anomalies noted during testing.